Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, the patient experienced blistered skin underneath the adhesive patch. The sensor was inserted into the abdomen on (B)(6) 2016. Additionally, patient has experienced multiple skin reactions that began about 2 months after starting use of the dexcom system. On approximately (B)(6) 2016, the patient visited her endocrinologist due to the blistering issue and was recommended the use of over-the-counter moleskin as a skin barrier method. However, this method was not successful for the patient. It was also reported that the patient has a history of abscesses while using an insulin pump. At the time of contact, the patient was stable. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not confirmed. A root cause could not be determined.